Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the foreign material is part of a silicon tube or packing. However, the definitive root cause of the insufficient water supply could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the amount of water supplied was insufficient due to clogging of the air/water supply nozzle due to insufficient cleaning. In addition, there was an air supply failure, the nozzle did not drain properly, the adhesive on the bending section cover was cracked, there was play in the angulation, the angulation was insufficient, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported poor water supply from the subject device. Additional details were requested regarding the poor water supply. No additional information was provided. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the amount of water supplied was insufficient due to clogging of the air/water supply nozzle. This report is being submitted for the malfunction found during evaluation (clogged nozzle). There was no harm or user injury reported due to the event.